Event description:
The following info is from an article published in journal of interventional cardiology, transcatheter closure of atrial septal defects in adults: immediate and follow-up results. Patient experienced atrial tachycardia, which was resolved by medication.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Therefore, the cause of the atrial tachycardia could not be determined with the info received.